Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturer reference: 9680001-2017-00045, 3005334138-2017-00065, 3005334138-2017-00066. During an atrial fibrillation procedure, a pericardial effusion occurred. The patient became hypotensive and an echocardiogram revealed an effusion for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.